Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(6).

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The customer reported the machine is not switching on, the display is blank. There was no report of patient involvement.

Manufacturer narrative:
.